Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that two days after implant, the leadless implantable pulse generator (ipg) exhibited rising thresholds. It was also reported that the leadless ipg exhibited pacing failure due to dislodgement. The leadless ipg was explanted. The patient experienced hypotension during the explant procedure. An external pacemaker was used. The patient subsequently received a transvenous ipg system. No further patient complications have been reported as a result of this event.